Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke and death could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device -- 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient awoke unable to speak and was very tearful. The patient was transferred to the emergency room and a head computed tomography (CT) scan confirmed a severe hemorrhagic stroke with septal shift. The patient had an international normalized ratio (inr) of 11. The patient's family declined neurosurgery and elected to proceed with comfort care. The patient expired at 17:30.